Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to left lower extremity deep vein thrombosis (dvt), recent spine surgery and polycythemia. The patient is alleging vena cava and organ perforation, device is unable to be retrieved and the filter is occluded with organized thrombus within it. The patient further alleges the inability to work from (B)(6) 2015 to (B)(6) 2016 and repair spinal fluid leakage ((B)(6) 2016). There was an unsuccessful attempt to remove the filter (B)(6) 2016. Per the (B)(6) 2016, retrieval report (attempted): "procedure: under fluoroscopic guidance, an amplatz wire was advanced into the inferior vena cava. The wire could not be advanced past the filter despite multiple attempts. Attempts were made with berenstein catheter and a glidewire which were also unsuccessful. The filter appears to be chronically occluded as there is organized thrombus within it. The caliber of the infrarenal vena cava also appears to be small. Interpretation: attempts to advance the wire past the filter via the right internal jugular vein approach were unsuccessful. A catheter was then advanced to the level of the body of the filter in the infrarenal inferior vena cava. The filter is occluded with organized thrombus within it. Impression: the right-sided vena cava is small in caliber and is chronically occluded to the level of the filter". Per the (B)(6) 2018, computed tomography- abdomen/pelvis without and with contrast:" "inferior vena cava filter mid l1 to mid l3. Diminutive inferior vena cava below filter c/w chronic thrombosis. No significant tilt, no significant tilt. Grade 2 perforation: right lateral strut 13mm, left lateral strut 10mm, ventral and posterior struts 10mm".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
[Pt] alleges: "attempts to advance wire via right jugular vein approach as well as with a bernstein and a glidewire which were unsuccessful. Filter left in place", "the filter is occluded with organized thrombus within it", "right strut perforation 13mm; left strut perforation 10mm; ventral and posterior struts perforation 10mm". Additional information received from short form complaint filed 15jan2019. It is alleged that [pt] received a cook celect platinum filter on (B)(6) 2015. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.